Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 42 and ocs test failed were found which confirms the reported event. The reported device was received in brézins for investigation. Once in brezins, it was noticed a noise inside the pump. During functional test, the reported event was reproduced with the triggering of the error 42 and the failure of the ocs test. On maintenance mode, the downstream pressure value was abnormal. Internal inspection broken internal plastic parts, a trace on the cpu board and also a disconnected ribbon cable (between pressure sensor and cpu board). After rewiring the pressure cable and pull the broken plastics parts out the device, an infusion is possible: the error 42 no longer triggered, and the ocs test is pass. Although it cannot be confirmed, a usability issue is suspected as a potential root cause of this event. It's advisable to change the pump block plate, the pump block kit and the cpu board. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: error 42-0002 and the occurrence of an ocs test failure on an agilia vp mc pump. There are also moving parts inside the pump, causing internal noise. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.